Event description:
The customer reported that the 8800 system intermittently had a blank screen. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board, image processor, and cables were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.